Event description:
A nurse reported three pts whose intraocular lenses (iols) were exchanged. For this pt, the lens was exchanged for the same model, different power lens. Add'l info has been requested. There are three medical device reports for this event. This is for the second pt.

Manufacturer narrative:
Eval summary - the lens was returned for eval. Optic and haptic damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause for the reported issue could not be determined by the product eval. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the haptic damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested on 01/26/2012 and 01/31/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).